Event description:
It was reported that the 9900 sys intermittently locks up with a communications failure. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the single board computer rtos and gpos. Reloaded the software and flashed nodes. The sys was tested and found to be working as intended and placed back into svc.